Event description:
It was reported that the machine was not measuring heart rate and pulse rate correctly while connecting to probes and intermittently showing an error 804. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. Correction: d3 (zip code). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that while switched on, the machine did not measure heart or spo2 rate and did not alarm. The machine's inside was cleaned and all the internal connections were rearranged, and the machine was switched on but the same problem occur. When the machine was cross-checked with a working nurse call printed circuit board (pcb), the machine switched on without error and display was normal. The issue was resolved by replacing the nurse call pcb. It was reported that the machine did not measure heart and pulse rate correctly while connected to the probes and intermittently showing an error 804. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the machine was not measuring heart rate and pulse rate correctly while connecting probes, intermittently showing an error 804 and was found that the problem was with nurse call printed circuit board (pcb). Replaced new nurse call printed circuit board and now the machine was working. There was no patient involvement.